Event description:
The user reported that prior to the start of a patient procedure with a sedated patient on the table, the floor locks indicated that they were not locked. The patient was transferred to another surgical table. The procedure was completed successfully with no report of injury to the patient or hospital personnel.

Manufacturer narrative:
Steris service personnel visited the customer site and found the table had been dismantled by user facility biomedical staff. It was identified that the insulation on the floor lock cable was rubbing against a metal bracket causing the wire insulation to be pulled back and bare wire contacting metal. This can cause the floor lock signal to falsely show unlock. This can occur if the cable bundle is pulled too tight during table repairs. Steris has never serviced this table. The facility did not want steris to repair the table; the biomedical staff will perform the repair.